Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact on the customer¿s blood glucose level. Technical support assisted with the reset process and customer was able to successfully resume insulin therapy.